Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to diabetes ketoacidosis, vomiting, and high blood glucose of 500 mg/dl. The customer was experiencing unexplained high glucose for two days. Troubleshooting was performed. Reviewed the alarm history and found low reservoir alarms. The customer stated that the infusion set was changed to resolve the issue. Checked the daily totals and do not add up with the basal and bolus. Advised the customer to discontinue use of the insulin pump and revert to back up plan. The customer's most recent glucose reading was 119 mg/dl, and she has treated with manual injections. No further information was provided.